Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have electrical and fiberoptic defects leading to error 23008.

Event description:
It was reported that error 23013 occurred while using the simulator. Technical support engineer (tse) advised the caller to restart the surgeon side console(ssc) after resetting the breaker and performing both master tool manipulator(mtm) exercises. Customer then called back to report that the same error occurred after resetting the ssc. Tse reviewed the logs and found error 23008 pointing to left master tool manipulator axis 4. The procedure was completed with no report of patient injury.